Event description:
It was reported a spectrum pump displayed falsely alarmed downstream occlusion. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received the device, but the eval is still in progress. When the eval is complete, a supplemental report will be submitted.